Event description:
Patient admitted for carpal tunnel release right hand, taken to or and prepared for procedure. The hand was prepped in usual manner, tournequet up. Bier block completed. As the nurse prepped the hand and the hep cap removed, large hematoma formed at the hep cap site. Bier block had already been injected and therefore, a different tournequet box was brought in and applied and the originally placed tournequet taken off and marked for repair/evaluation by bio med. The tournequet had allowed the blood to flow back into the surgical site. The or supervisor marked and removed the questionable tournequet from use and marked it appropriately, notified bio med of need to evaluate the machine. The risk manager was in training and therefore couldn't fill out FDA forms until her return. Bio med came and examined the tournequet for malfunction but found no problems.